Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), patient reported pain and swelling. During clinical examination it was found that implant did not osseointegrate. Implant was removed.